Event description:
It was reported that during a gastric bypass, the device's blade tip broke off. The blade tip wasn't retrieved either outside or inside the patient. X-ray from the abdominal cavity done during and after the procedure couldn't determine that the piece was falling into the patient. Finally, there was no consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.